Event description:
A customer obtained an erroneously high (0.63ng/ml) troponin (accu tni) result for one patient. The original sample was re-tested and two results of 0.08ng/ml were obtained. The results were reported out of the lab. Patient treatment was not affected in connection to this event.

Manufacturer narrative:
The specimen was collected in a plasma separator tube and it was centrifuged at 3,000 rpm for 10 minutes. Qc was within specifications prior, during and after the event. A system check performed in 2009, met specifications. No errors were posted to the event log. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and replaced several hardware components. B) the fse performed a diagnostic testing which passed within specifications. C) the fse verified repair per established procedures and results met published performance specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.